Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the patients were dropping off at the station. A technical support specialist (tss) found that all affected patients were still admitted but had very old admit dates. The device logs showed recent activity for two patients and both were still searchable in the system. The third patient had no recent activity could not be found in the facility search and was likely marked inactive due to the devices inactivity threshold and limited database retention. After the tss added an orderupdated the admit date the missing patient became visible again. The tss advised the user to review the surgery schedule for any providers who have not been active for about 90 days and readmit them so they will repopulate correctly in the med station console. The system functioned after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user needed to pull medications under a patient name but did not have the discharge date. The existing long term patient kept dropping off the es server and they were unable to see certain transactions. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care due to unable to pull medications under the provider's name. There were no adverse events or injuries reported based on this event.